Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the unit's cautery was turning cut on by itself. The procedure was able to be finished they just made sure the cautery pen was not laying on the patient. The surgeon believed that the pen hit the towel clamp and caused a small burn. This had happened with multiple handpieces and they only have 1 generator.